Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the dependent patient presented for in-clinic follow-up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation due to power on reset. An attempt was made to reset the device. However, after a capacitor charge test was performed the device reverted to backup operation and was unrecoverable. The patient was scheduled for explant and the device was replaced. The patient was stable.